Manufacturer narrative:
Failure event observed during analysis. As received, visual analysis noted an external insulation abrasion breaching the optima sheath only which is consistent with abrasion caused by friction to device. The silicone insulation in this region was not abraded and signs of compression were noted in this region.

Event description:
Related manufacturer report number: 2938836-2017-17059 this report is to advise of an event observed during analysis.